Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had experienced high blood glucose. The customer's blood glucose levels at the time of incident was 25 mmol/l. Customer current blood glucose level was 17 mmol/l. Customer was using auto mode. The customer declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis.